Event description:
It was reported that the patient had several episodes of ventricular tachycardia but the discriminator withheld therapy based on the template morphology programming. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.